Manufacturer narrative:
A trumpf medical service technician inspected the flat panel bracket and found that the monitor was separating due to loose mounting screws. The screws were tightened and the flat panel bracket was functioning as designed. The flat panel bracket is an optional component of the trumpf medical iled 7 surgical light system; however, the attachment of the monitor to the bracket with the mounting screws is performed by a third-party video integration vendor contracted by the user facility after installation of the light system. Installation instructions for the flat panel bracket indicate that the monitor is to be attached per the specifications of the individual monitor.

Event description:
The customer reported that the monitor was separating from the flat panel bracket of an iled7 surgical light system. No injuries were reported.